Event description:
It was reported that the patient experienced phrenic nerve stimulation. The left ventricular lead exhibited high capture thresholds. It was noted that the lead had been previously programmed off. The lead was capped during routine device change out procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.